Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an impella 5.5 was inserted for an aortic root rupture, with a purge flow (pf)of 8-10 and a purge pressure (pp) of approximately 400. On (B)(6) the aortic root ruptured again, and a reoperation was performed using surgical mode. The following day, the pp rose to 3-4 and a pp of approximately 800. By the morning of (B)(6), the pf rose to less than 1ml and the pp rose to more than 1100, triggering a purge blockage alarm. Since there were no kinks in the routes and no improvement was observed, the decision was made to remove the pump. Even after the alarm, the flow rate remained at 2.0l, and there were no problems with operation. A thrombus was found attached to the outlet area of the removed pump, but it was unclear whether this was from the time of graft removal.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the vessel perforation was not determined due to insufficient clinical details. The cause of the thrombosis was unable to be determined due to insufficient clinical details. The cause of the high purge pressure was due to biomaterial based on returned data log analysis.

Manufacturer narrative:
H6 corrected; problem codes a140508 and a160105 removed.